Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿-inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function -inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up/down/left/right direction did not meet standard value due to wear of the angle wire. It was also noted that the grip and universal cord had a scratch. The scope connector was deformed and the water removal ability did not meet standard value due to deformation of the nozzle. It was also noted that water tightness was lost due to damage to the channel tube and the universal cord was sticky. The adhesive on the bending section rubber was detached and there was no angulation when the angulation control knob was turned. The light guide lens was dirty and the forceps elevator wire was completely cut off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii duodenovideoscope had low angulation and play in all directions due to a broken elevator wire. The issue was found during a procedure. There were no reports harm associated with the event. Inspection and testing of the returned device found that the forceps elevator had a yellowish/brown material and the distal end was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.